Event description:
Pt presented to hospital with power spikes up to 13, flow +++. Pt asymptomatic and no s/s of hemolysis. The origins of the power spikes is unclear. He continued to have power spikes and decision was made that he will stay in hospital until transplant.